Manufacturer narrative:
It was reported that we have had 2 urinary catheters in the picu that became "stuck" on removal and required urology removal. I was made aware of three instances in one of our med-surg floors where the catheter itself was not passively deflating, and therefore nursing had to manually deflate. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer states we have had 2 urinary catheters in the picu that became "stuck" on removal and required urology removal. I was made aware of three instances in one of our med-surg floors where the catheter itself was not passively deflating, and therefore nursing had to manually deflate.